Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in clinic for a follow up. The patient woke up in the middle of the night with heart rates at 100 bpm. The patient is dependent in atrium but not in the ventricle. Upon interrogation, the pacemaker exhibited pacemaker mediated tachycardia (pmt). After programming changes were made, loss of capture was noted so further changes were made for loss of capture. There was no patient consequences during and afterwards.